Event description:
A hospital representative reported that a patient with a pre-existing condition of cancer sustained perforation of the bowel during a colonoscopy procedure. Although olympus called the customer three times to gather information regarding the occurrence, the calls were not returned.